Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the batteries needed to replaced. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the image could not take 2d images. It was noted the image would show as fuzzy on the mobile view station (mvs). This issue was noted outside of a procedure, and there was no patient involvement.